Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump had alarmed air in line. The user looked more closely at the pump and the bag; the lights were green, the battery power was good, an the clamps were all open. However, the user noted that the bag of medication was still full. About 94ml out of 600ml was infused. There was no patient injury.